Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had received a "replace battery now" alarm, after which the pump went to the medtronic logo screen and then suddenly turned off. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed the self-test. Sleep current measurement and active current measurement within specifications. History was downloaded successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Detailed trace analysis did confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. The long trace history files confirmed power error alarm on 01/09/2024 16:24:33:000 pm and charge battery alarm on 09/23/2025 03:35:00:000 pm due to moisture damage at electronics assembly. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 8.0 received the low battery alert (104) on 09/23/2025 18:38:00 faster than expected at 0.01 days. Battery cycle 5.0 received the low battery alert (104) on 09/09/2025 03:35:00 after more than 7 days at 10.82 days. Battery cycle 2.0 received the low battery alert (104) on 08/21/2025 19:43:00 after more than 7 days at 17.12 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history record. Unit received with cracked battery tube threads, fading serial number label, broken belt clip rails and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for power loss alarm due to moisture damage. Customer experienced an unexpected power loss of less than 7 days per the pump history records. However, unit received with exposure to moisture damage. Customer experienced an unexpected power loss of less than 7 days per the pump history records. For additional information regarding the tests performed refer to (B)(4)¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.